Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for critical ram parity error, addr=2892, data=02 occurred on (B)(4) 2012 12:39:26. A patient alert for por occurred on (B)(4) 2012 12:39:26. Diagnostic information is consistent with the reported event.

Event description:
It was reported that the device experienced an electrical reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.